Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer's pump was not functioning as expected and would delivery insulin even after the insulin delivery had been suspended. The customer's doctor checked the basal rate and the customer's blood glucose level continued to drop. The bg level was 20 mg/dl and was addressed with juice and glucose tabs. The customer has reverted to manual insulin injections to manage diabetes.